Event description:
According to a recently-received court document, in which the company was named as a respondent in discovery, this patient underwent mitral valve replacement in 1999 due to valvular stenosis and regurgitation. Four months later, the patient was admitted to the hospital with tachycardia, pansystolic murmur, hypotension, and deteriorating condition. Autopsy found large, friable vegetations in the lateral wall of the left atrium, extending into the prosthetic valve and blocking 2/3 of the orifice. Microscopic evidence of mild, chronic inflammation in the endocardium and ischemic changes of the myocardium were seen. The autopsy report states the primary cause of death was endocarditis, with thrombi in the left atrium and prosthetic valve.